Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and multiple sequential pump error (line number 5632, file number: (B)(4)) alarms due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify power loss and replace battery now alarms due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump received a low battery alert prior to the replace battery alert. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.